Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection-unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection-unknown onset.

Event description:
Healthcare professional reported "we have had 3 different cases of patients receiving implants at our surgery center that have presented with post-operative infections." This record represents the third case. This record is for the left side. The device remains implanted.

Event description:
Healthcare professional reported "we have had 3 different cases of patients receiving implants at our surgery center that have presented with post-operative infections." This record represents the third case. This record is for the left side. The device remains implanted.